Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator ((ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient did not feel like it was working and their patient programmer (pp) was showing the battery was empty. Patient synced with the pp and showed the change batteries screen. Patient changed the batteries and was able to sync, it showed stimulation was on program 1 at 0.5. Patient noted they had a fall recently and they thought when they fell, something happened to the battery. They did not feel like it was working and did not feel stimulation. Patient called the manufacturer per their healthcare provider. Patient stated they had an appointment with the physician's assistant at their healthcare provider's office on (B)(6) 2018. Patient had changed the settings prior and increased until they felt it. Patient stated they could change programs. Patient kept a diary of changes. Caller was redirected to their healthcare provider to have the device checked. No further complications were reported or anticipated.